Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported high impedance was found on the patient's lead (located in the cervical area). As a result, the lead was explanted and replaced. Surgical intervention resolved the patient's issue.